Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local sales representative stated that the device was disposed by the hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this device was already explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker had shown a battery status of 3 years remaining. The field representative mentioned that in the last device checked the battery status showed 5 years and without changes in output. Boston scientific technical services (ts) discussed to reset counters to see how things are tracking and to see patient in a shorter interval. Also, ts suggested field representative to do a save to disk and send in data for further analysis. Additional information received indicated that the patient will be checked every 3 months to kept track of the device. The device remains in service. No adverse patient effects were reported.